Manufacturer narrative:
(B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. According to the complainant, during the procedure, the last two bands failed to deploy. There was no difficult in setting up the device. The procedure was completed with this device. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.